Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted. Date report submitted to FDA by MFR: 01/18/2011. Date the initial reporter provided the info to the MFR: (B)(6) 2010.

Event description:
It was reported the tube between the connector luer and the handle of the cool flex broke. There were no consequences to the pt.